Manufacturer narrative:
Initial reporter e-mail and phone#: (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 368175 with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore; a review of the device history record could not be conducted.

Event description:
It was reported by the customer that one shelfpack of the bd vacutainer® serum blood collection tubes plastic wrap was damaged and one tube had its cap broken causing a sterile breach. Found before use. No reports of serious injury or medical intervention noted. The product was not used.